Event description:
It was reported that the water leaked from the foley catheter balloon one day after the placement. Per follow up via ibc on 13apr2022, it was unknown what was the cause of the leak and unknown whether another catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. Photo samples were submitted, however, no damages were noted. The 3 way foley catheter was returned without the original packaging. No holes or damages were noted on the balloon of the catheter. The catheter was inflated with 50cc di water using a syringe, the balloon inflated concentrically and no signs of leakage were noted, however, the inflation arm was noted to balloon during inflation. The catheter was manipulated and there were still no signs of leakage when the balloon was fully inflated. The balloon was left inflated for five minutes and no leaks were noted. The balloon deflated without issues. The catheter would have passed functional leak testing. The device history record review and labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water leaked from the foley catheter balloon one day after the placement. Per follow up via ibc on 13apr2022, it was unknown what was the cause of the leak and unknown whether another catheter was replaced. Per sample evaluation notification on 17aug2022, the inflation lumen expanded with water as the balloon was being inflated.

Event description:
It was reported that the water leaked from the foley catheter balloon one day after the placement. Per follow up via ibc on (B)(6) 2022, it was unknown what was the cause of the leak and unknown whether another catheter was replaced. Per sample evaluation notification on (B)(6) 2022, the inflation lumen expanded with water as the balloon was being inflated.

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. Photo samples were submitted, however, no damages were noted. The 3 way foley catheter was returned without the original packaging. No holes or damages were noted on the balloon of the catheter. The catheter was inflated with 50cc di water using a syringe, the balloon inflated concentrically and no signs of leakage were noted, however, the inflation arm was noted to balloon during inflation. The catheter was manipulated and there were still no signs of leakage when the balloon was fully inflated. The balloon was left inflated for five minutes and no leaks were noted. The balloon deflated without issues. The catheter would have passed functional leak testing. The device history record review and labeling review was not required as the reported event was unconfirmed. Corrections: f, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.